Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (bulky calcification, mac, and frailty) and procedural factors (possible valve oversizing) could have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliates, during balloon aortic valvuloplasty (bav), a 23mm balloon was used and a chunk of calcium could be seen pushing against the annulus. When the 26mm valve was deployed, a small jet of dye could be seen as well as the chunk of calcium pushing through the annulus. The blood pressure dropped after valve deployment and resuscitation maneuvers were started. However, the patient deteriorated quickly and ultimately expired. The operator thinks that scleroderma might also have affected the connective myocardial/valvular tissue being less compliant. The patient had a borderline annulus measuring 19mmx26mm on CT and 22mm on tee. Very calcified and bulky leaflets and mac were noted. Ef of 50% was measured.